Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
A complaint was received for the appearance of stained fingerprints on the inside of the packaging of 3 individual scope warmers in a box. After further testing, it was determined that the stains were actually from blood.